Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, when suturing a deep layer of the skin of the arm, both the needle and thread broke and the needle fell into the cavity of the patient and was retrieved by the surgeon. There was no patient injury.